Event description:
The user reported that the unit was left out in a rain storm, and was then taken apart to be dried. After being reassembled, it would not power up. There was no pt involved. Test on the unit disclosed a blown fuse (f1) on assembly 590263. The fuse was replaced, and all printed circuit boards were thoroughly cleaned. Subsequently, the unit functioned normally. The event is not occurring more frequently or with greater severity than is usual for the device.